Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2014 or 2015, the patient was having a hard time charging the ins. It was explained that even though they were holding the recharging over the ins, it was taking an hour to charge. The patient quit recharging the ins at that time. No symptoms were reported. They were redirected to the doctor to have the device checked.